Event description:
The coil got stuck within microcatheter before it was in proper placement/position. Md able to remove failed coil from micro catheter, no injury to patient (times two coils, third coil was successful). Ref report: mw5172991. Pt code: 4582. Device codes: 4012, 3009.